Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies (B)(4) on the (B)(6) 2015.the history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed all self-tests up to and including the last log entry on the (B)(6) 2017. Between the (B)(6) 2017, the device records three manual power ups two of which record a patient impedance, on each occasion no shock was advised. Despite a patient impedance being detected no ECG/icg was present and in each instance the device shutdown with a "warning device service required" prompt and a flashing red status led due to an overcharge error. The device was tested on the calibrated and delivered a test shock without fault. The device was disassembled to investigate. During the investigation, the overcharge circuitry was verified as operating to specification. No contamination was observed and the solder joints were inspected under magnification without fault. The ability of the device to successfully record impedances and ECG/icg signals was verified during the investigation. Several attempts were made to replicate the fault including operating the device beside a source of emi (pc) and extensively investigating the overcharge and ECG circuit. The investigation was unable to replicate the fault or determine the root cause as to why the overcharge interrupt was triggered the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery warning.